Manufacturer narrative:
(B)(4). Batch # g50y44. The analysis results found that one sc60 device was returned with the firing mechanism damaged and with an ecr60g cartridge loaded on the device. The returned reload was received unfired and in good visual conditions. Due to the condition of the device no further functional test was performed. The device was disassembled to verify the condition of the internal components; the firing shuttle was found to be damaged, causing the firing mechanism not to properly operate. The damage to the firing shuttle is consistent with high forces applied when clamping over hard objects and or thicker tissue then indicated. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a pulmonary segmentectomy by video procedure, after the second firing, while the third load was placed, the stapler did not answer; it was like there were no load. Another like device was used to complete the procedure. There were no adverse consequences for the patient.